Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion event on (B)(6) 2026. The infusion set had been inserted that morning, and the occlusion occurred within several hours of insertion. The patient's blood glucose was 187 mg/dl, and the infusion set was replaced, after which insulin delivery resumed normally. No further information available.